Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr resurfacing - right; reason for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr resurfacing - right, reason for revision: unknown. Bilateral patient. See (B)(4) for other hip. Update - added reason for revision, hospital, surgeon, (B)(6) ref number, file handler details. Taken from claimsuite dated (B)(6) 2015 - (B)(4). Reason(s) for revision: infection (tested and positive culture confirmed) (B)(6). Update - received surgery notes that inform of increased cr and co levels. Added this reason for revision. And added patient details. Reason for revision - raised colbolt and chromium levels. (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910-2013-06085 is a duplicate report of 1818910-2013-05805. 1818910-2013-06085 will be rejected. 1818910-2013-05805 will be kept for investigation purposes. Depuy still considers this case closed to CAPA.